Event description:
Litigation received. Litigation alleges release of metal and metal ions into the body tissues and blood, pain, distress, anxiety and limitation of movement.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.   Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Update - added hip side, revision date, surgeon, sales rep details, xl system. Taken from der dated (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 4/27/2015- medical records received. Patient was revised to address a pseudotumor and discomfort. Upon revision, a thickened capsule, purulent appearing fluid, metal-on-metal debris, and osteolysis were noted. This complaint was updated on 04/29/15.